Manufacturer narrative:
Concomitant medical products: 6943-65 lead, implanted: (B)(6) 2001. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an alert for low impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.